Event description:
It was originally reported that pressure was fluctuating during the case. Tubing was replaced about 3/4 through the case; there was no problem with the replacement tubing. The rep was in the case and no problems with the patient was noticed when he was there but he got a call a few hours later that the patient's groin area had become swollen. Acl case. The rep in the case stated that per the charge nurse, there was no overnight hospitalization. Follow-up investigation: follow-up with surgeon: the pump pressure was set at 40-50 and as the case continued the pressure began to rise. Water started to squirt out of the acl joint. Surgeon realized that there was an issue and shut down the pump and changed the tubing and completed the case successfully. When the patient was un-draped it was noticed his groin area had swollen to the size of a softball. A catheter was put in (surgical intervention), so he did not have any problem with urinating. One week post-op: the patient had stopped pain medications and the swelling had gone away and everything returned to normal. From the patient's last follow up, he is doing fine to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation did not reveal anything relevant to the event. The original tubing set was not returned for evaluation. The returned ar-6480 pump was run with lab tubing set at varying pressures: then the outflow tubing was clamped off and as expected per the user's guide, the pump reported "over pressure" alarm. When the clamp was released, the pump returned to normal operation. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.